Event description:
The customer contact reported a separation. It was reported that during priming of the tubing set prior to patient use, the "distal section of the line came away" from an unspecified location. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and has a 510k of k933326. This report represents all the information known by the reporter upon query by hospira personnel.